Event description:
During the initial implant procedure, placement of the atrial lead was difficult due to patient anatomy. When attempting to place the lead, the helix would no longer extend. After attempts to extend the helix, the lead body twisted. The atrial lead was explanted, and another atrial lead was successfully implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of helix mechanism issue and lead twisted were confirmed. As received, a complete lead was returned in one piece with the helix fully extended clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event of helix mechanism was isolated to blood/tissue in the helix region and over torqued of the inner coil. Visual inspection of the lead found that the outer insulation was twisted due to over torqued inner coil which is consistent with procedural damage. The cause of the reported event of lead twisted was isolated to procedural damage.